Event description:
Customer reported to that the handpiece was used in 2 cases that patient had a corneal burn. It was later reported ((B)(6) 2014) that patient had at least three sutures.

Manufacturer narrative:
Corrected data: selected "yes" as to device available for evaluation. Device returned to manufacturer on (B)(4) 2014. The manufacturer report number should have been (B)(4). Placeholder.

Manufacturer narrative:
The device has not been returned. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
The returned handpiece was evaluated visually and functionally. The handpiece stroke meets specification and was not exceptionally high. No heating noticed in the handpiece or the tip, when running aspiration for 15 seconds and there is nothing in the handpiece or its performance to which a corneal burn could be attributed. The handpiece failed additional testing for power failing below 29w of production specification, however, low power would not be the cause a corneal burn. Power failing below 29w was due to new specifications that were implemented may 2011 and this handpiece was manufactured before that date an evaluation of the manufacturing records showed the device and its components met all specifications prior to being released. As a result, manufacturing has been ruled out as a potential cause for the reported issue. Placeholder.